Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on/off button presses. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. The sam 500p device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Manufacturer narrative:
Heartsine's investigation of the device confirmed the reported fault as upon return the device could not be powered off via the on/off button. This fault was attributed to corrosion on the membrane tail. The corrosion on the membrane tail would suggest that the device had been stored outside the indicated conditions; however, this could not be verified by other means i.e. No corrosion observed on the screws or usb contact collars. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
A distributor contacted heartsine to report that a customer¿s device was not responding to on/off button presses. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated to the reported event.